Event description:
During a pta to cephalic vein,the balloon ruptured below at 14atomsheres. The ruptured balloon was removed from the patient without problem and the procedure was completed with another thrill (same size/lot unk). There were no reported patient complications.the product appeared perfect during pre-use insepction,and no anomalies were noted during prep. As per the reporting affiliate,no addtional patient or procedural information is available. The product is available for evaluation and testing; however,it has not been received to date.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the cephalic vein the balloon was reported to have ruptured. The vessel was described as without calcification or tortuousity but with a 90% stenosis. There was no reported patient injury. With the information available it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. Inspection of the returned product revealed an axial tear in the mid section of the balloon. No evidence of balloon surface abrasions or marker band anomalies were noted. Lot history review revealed this to be the first complaint of this type reported for this sterile lot number. Review of the manufacturing records revealed no anomalies that can be associated wth the reported complaint. The lot was found to have passed burst pressure testing prior to release. The exact cause for the balloon burst could not be determined.